Event description:
It was reported that the doctor found the cuff leaking after in use for one day and confirmed that, during insertion, it did not touch any sharp objects. The patient was transferred to the or for a tracheostomy tube change. No further adverse effects reported.